Event description:
Ous MDR - boston scientific received info that during a follow up visit, this atrial lead threshold could not be measured. A twelve lead EKG was utilized. No adverse pt effects were reported. It was thought this lead was dislodged. An x-ray has been scheduled and a revision procedure is intended. When add'l info is received, this event will be updated.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore, based on the inspection of the quality documents associated with the manufacture of this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.